Manufacturer narrative:
Final analysis found that the insulaton was abraded at 44.3 cm to 45.4 cm from the connector pin. The proximal coil was exposed, due to friction with another device, which could have caused the reported problem.

Event description:
It was reported that the patient presented to the emergency room experiencing a heart rate of 20 beats per minute. The right ventricular lead exhibited loss of capture and increased thresholds. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.